Event description:
It was reported that a malfunction code appeared on a mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was informed to continue using the pump while contacting support if the malfunction code recurs. The customer acknowledged and understood the instructions provided.